Event description:
It was reported that during a da vinci si myomectomy procedure, the cable on the 8mm cobra grasper instrument broke. There were no missing or fallen instrument pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode, with the clarification that the pitch cables are loose. The pitch cables are loose at the distal clevis hub, which prevented intuitive motion of the instrument. The clevis does not exhibit any damage or wear marks and both cable crimps remained in the clevis. Removal of the instrument's housing found that the pitch cable is loose at clamping pulley; however, the clamping pulley screws were not loose. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.